Manufacturer narrative:
H11 additional narrative: added: d9 (date device returned to manufacturer)

Event description:
A 79-year-old female with a medical history of diabetes, a transient ischemic attack, chronic kidney disease, pulmonary embolism and coronary arter disease including a previous myocardial infarction leading to ischemic cardiomyopathy. She presented with concerns of a rapid heart rate. Before intervention could be performed, the patient became hypotensive and hypoxic requiring intubation. In the catheterization laboratory, an impella cp was placed and a percutaneous coronary intervention carried out. As the patient continued to deteriorate, the procedure had to be aborted and the patient wass transferred to a higher care level. While rounding on the patient, the aortic placement signal disappeared, shortly after, a ¿controller error¿ alarm popped up and the controller had to be exchanged. Soem slight oozing at the groin access was noted managed by a dressing change. The patient developed signs of sepsis, blood cultures later confirmed to be positive for yeast with a previously known yeast infection of the groins. The patient was started on antibiotic treatment as well as continuous renal replacement therapy due to renal failure. On the next day, the patient showed signs of gastro-intestinal bleeding that did not require intervention and decompensated during a device weaning trial, leading to supraventricular then ventricular tachycardia requiring defibrillation. Postition of the impella pump was reconfirmed with both echocardiography and fluoroscopy without need for repositioning. Over the next days, the patient developed a thrombocytopenia and systemic heparin was halted while heparin induced thrombocytopenia could be ruled out. After 5 days of support, the patient was successfully weaned and the impella cp removed. Complications will be coded to the impella cp, as - while presumably heavily related to pre-existing disease (yeast infection of the groin, renal failure based on chronic kidney disease, procedural application of contrast agent and shock-induced organ hypoperfusion) - an association to the device cannot be fully ruled out.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A patient demographics updated.

Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.